Event description:
Pt states he was being wheeled by friend when right wheel caught. Plastic spokes gave out and pt fell out of wheelchair because right wheel bent/broken. It came out of axle and pt fell to concrete. Co was contacted and wheel was repaired.